Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found deposits on the light guide (lg) lens. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited deposits on the light guide (lg) lens. There were no reports of patient involvement.